Event description:
It was reported that a patient underwent a right anatomic shoulder arthroplasty approximately fifteen (15) years ago and is now experiencing poly wear and bone erosion. The surgeon indicated that a product matched implant is needed for the patient as this product has worn from implantation age of the device. The planned revision date has not been provided. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; a4; b4; b5; d1; d2; d4; g1; g3; g6; h1; h2; h3; h6 d6a - implant date - unknown month and day in 2009. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right shoulder arthroplasty twelve to fifteen (12-15) years ago and is now experiencing poly wear and bone erosion. A future revision procedure is planned; however, the revision date has not been provided. Attempts have been made, and no further information has been provided.